Manufacturer narrative:
(B)(4). On 05/01/2012, service order repair report 100308158 was generated. Per service notes on the service order repair report, a defective flow measure board was replaced. A function checked was performed on the rotaflow drive. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, the rotaflow (english/us us-plug ICU, with console serial number (B)(4) and drive unit 91056277) stopped operating. According to the customer, continuous alarm sounded, and "err-or" "reference" messages appeared on the display windows when powered up. Per nonconformity report (ncr) (B)(4), the incident occurred during use. Note: complaint (B)(4) contains two date of events. One date of event is (B)(6) 2012 and the second event date is (B)(6) 2012. Event date (B)(6) 2012 will be filed on a separate form (see MFR report # 8010762-2014-00605). (B)(4).